Event description:
It was reported that the patient was asymptomatic. It was noted that loss of capture was observed on the right ventricular (rv) lead. The rv lead was confirmed as dislodged. The physician opted to re-position the rv lead. The rv lead was repositioned successfully on (B)(6) 2023. Normal parameters were obtained. The rv lead remained implanted. There were no adverse consequences to the patient. The patient left the procedure in good condition.